Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was attempted to do poor measurements and helix extension difficulty. This lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.